Event description:
It was reported that during an eval conducted by a MFR field service technician, an exposed wire was observed on the rover power plug. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service technician was dispatched to the user facility to perform scheduled preventative maintenance on the rover. Visual inspection revealed that a wire from the power cord to the power plug assembly had disconnected. The cause of the damage is unk, but may be the result of mishandling when the unit is unplugged from the wall outlet. The unit was repaired and returned to use.